Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the event day and procedure date? Could you please confirm how many devices present the issue (pull of suture needle)? Note: events reported in 2210968-2020-10310. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown heart procedure on an unknown date and suture was used. During the procedure, the needle popped off too easily. Another like device of a separate lot was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. Additional information: d9, h4, h6. A manufacturing record evaluation was performed for the finished device batch qhbazz, and no non-conformances were identified. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: ten unopened samples of product code m8726, lot # qhbazz were received for evaluation. The product code is multi-strands count and each packet contains four strands double armed per packet. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.